Event description:
The customer states that there is an issue with axsym troponin-I adv reagent pack. The customer stated that the reagent pack is not opening which is causing the probe to crash. There was no impact to patient management reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.